Event description:
It was reported that high impedance was observed on the patient's vns. The patient was referred for vns lead replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Follow up with the manufacturer representative revealed that it was not believed by the physician that trauma or patient manipulation contributed to the high impedance.